Event description:
A surgeon removed an unexpected postoperative refraction and the lens is off axis following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported an add'l procedure was performed to rotate the iol and the event has resolved. He stated the iol did not cause or contribute to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested 09/27/2011 and 10/13/2011 by fax, phone and mail. A completed questionaire was received on (B)(6) 2011. (B)(4).